Event description:
It was reported that the atrial lead exhibited undersensing due to every other atrial event falling into the atrial blanking period. This resulted in the device failing to mode switch as the events were not being sensed properly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.